Manufacturer narrative:
Scb complaint number (B)(4).

Event description:
During surgery at (B)(6) hospital, the staff noticed the cassette was leaking blood from the bottom of the cassette. The hospital staff stated that the tubing was clipped in the roller pump door which caused the leak. The hospital staff positioned the tube incorrectly in the roller pump which caused the pinched tubing and leakage. The hospital changed over to a level one unit to complete the surgery. No patient harm was noted by the hospital.